Event description:
It was reported that the ventilator had an inoperable compressor while in use on a patient. The ventilator was attached to wall compressed air and continued to run normally. Patient was placed on another ventilator as a precaution without any reported patient harm or injury. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). It was reported by the customer that the compressor circuit breaker was popped. The biomedical engineer reported having tested this unit under various scenarios but was unable to duplicate the reported malfunction. He reported that this unit has been returned to service.